Manufacturer narrative:
User reported they went to the hospital. The user was diagnosed with urinary tract infection. The event happened on 18-feb-2026. The event was not related to diabetes or use of eversense 365 cgm system, thus did not require further investigation. At the time of call, user reported they were feeling better and recovering. Per dms, the user was actively using the system following the event.

Event description:
User reported they went to the hospital, where they were diagnosed with urinary tract infection. The event was not related to diabetes or use of eversense 365 cgm system, thus did not require further investigation. At the time of call, user reported they were feeling better and recovering.